Manufacturer narrative:
The device was returned for analysis. The reported bends were confirmed. Difficult to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) was attempted using one proglide device with a 7f sheath at each access site after a peripheral interventional procedure with iliac stenting. Reportedly, mild resistance was noted during advancement of the proglide device into the lfca. When the plunger of the proglide device used was removed, no suture was present. Upon removal of the proglide device, the distal guide was noted to be bent. A non-abbott device was used to achieve hemostasis in the lcfa. Mild resistance was noted during advancement of the proglide device into the rfca. The proglide device was retracted to feel tactile sensation of the foot against the artery; however, it was noted that the proximal guide was bent. The proglide device was removed and a distal guide bend was also noted. A non-abbott device was used to achieve hemostasis in the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.